Manufacturer narrative:
Results: operational problem ¿ (stent deformation occurred during the procedure). Conclusions: 50 device failure related to patient condition (lesion morphology) ¿ severe calcification, 95% stenosis and excessive tortuosity. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion had been pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in a severely calcified lesion in the lad with 95% stenosis and excessive tortuosity but the stent was deformed when passing through the lesion due to the morphology. When the system was pulled back, it was seen that the stent was deformed and the procedure was ended by physician. It is unknown if there was resistance encountered when advancing the device and no excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Evaluation summary: the 11th distal stent segment had severely deformed struts. There was no other damage noted to the device. Please note that this device (endeavor resolute) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.